Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly. The insulin pump was missing the end cap sticker.

Event description:
It was reported that the customer was getting no delivery alarms during the basal rate delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.